Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, "sense pace" was observed while the helix was being extended. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analyst indicated that the guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.